Event description:
Spontaneous report. Spoke with patients hhrn who called to report curlin pump at home is giving system error reading, quickly displays code 20;0, and then reads system timeout. Hhrn has tried turning off and on a few times, along with changing the batteries. Same error codes read and then the screen just stays on system timeout. Advised hhrn we will need to replace the pump. 1) patient did not miss a dose, hhrn will infuse via gravity for now. 2) patient did not experience an adverse event, hhrn discovered pump problem prior to starting infusion. 3) the faulty curlin pump is available to return to cvs. Frequency: daily for 2 days every 4 weeks. Reported to (B)(6) by: health professional.